Event description:
A 28 mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of 7 cm abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the stent graft was successfully placed and sent to recovery in stable condition. It was reported that several hrs after the implant the pt had expired. The autopsy was performed and the description follows. A repair of the aneurysm was undertaken utilizing a percutaneous intravascular graft approach from both femoral arteries. There was reportedly some resistance encountered at the right aorto-iliac junction necessitating balloon angioplasty in which it was reported that the angioplasty balloon may have contributed to a tear in the aorta however upon the final angiogram there were no endoleaks present. (MFR report# 2953200-2006-00261) the autopsy report revealed that there was a large hematoma encompassing the pelvis anterior to the bladder and extending to the right gutter and retroperitoneal space. The stent graft appeared to be intact. There was an apparent large extravasation of hemorrhage at the right aorto-iliac junction. The autopsy report indicated the cause of expiration was due to hypovolemic shock secondary to the mentioned blood loss.

Manufacturer narrative:
Evaluation codes, results: unable to determine the cause of the hemorrhage at the right aorto-iliac junction. Inherent risk of procedure (death, dissection/perforation) evaluation codes, conclusions: unable to determine the cause of the hemorrhage at the right aorto-iliac junction.